Event description:
Pt is receiving home infusion tpn over 12 hours at night via ambulatory infusion pump. During last hour of infusion, the pump alarmed malfunction - 7. Which means the motor was not moving at the correct speed.